Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During examination, the foreign material could not be identified. Based on the results of the investigation, olympus could not identify a definitive root cause of the event. The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for cf-xz1200l/I, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject event; instructions for cf-xz1200l/I, reprocessing manual, chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.